Event description:
Mediport accessed with miniloc safety infusion set lot number asjzfc006 and was leaking near wing guard site. Port was re-accessed with another needle and was wdl [within defined limits].